Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Incomplete firing cycle. Additional information was requested and the following was obtained: what type of procedure was the device used in? What is meant by, ¿there were some firing difficulties with the contour?¿ this is not clear. Was the device difficult to fire? How was the procedure completed? What type of procedure was the device used in? (Lower anterior resection.) What is meant by, there were some firing difficulties with the contour? This is not clear. (The trigger was stuck when half the blade was fired.) Was the device difficult to fire? (Yes.) How was the procedure completed? (The surgeon opened another stapler.) Did the device partially fire (staple line and cut line equal, but not complete)? Halfway through the firing, the trigger got stuck, the blade was halfway out while the stapler was not formed at all. Just for clarification, were the staples malformed (irregular in shape) or were they not deployed onto the tissue? ¿there were some firing difficulties with the contour used. The release button was stuck. Hence surgeon find difficulty removing the contour. After trying to adjust the contour by pulling the tissues and shaking the contour, majority of the stapler bullets fell out. Hence, surgeon ended up not firing.¿ the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with 17 staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were some firing difficulties with the contour used. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.